Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The 5-0 and 4-0 vicryl sutures: when was the sutures ripped in the middle of the suture and the needles felled off (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Do you have any photos available for visual analysis? The 5-0 nylon needles: it was reported that the needles are coming in irregular sizes, could you please provide more details? Is there evidence that could suggest that the reported suture was part of a product mix in the package? Do you have any photos available for visual analysis? Please provide the product code and lot number if available for the 5-0 nylon sutures that have come in irregular sizes. Please provide the name of the healthcare facility at which the event took place. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Component code: g07002 device not returned. Related events captured via: 2210968-2024-03432, 2210968-2024-03434, 2210968-2024-03435.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2024, and suture was used. The healthcare professional reported that they have been experiencing issues with the 5-0 vicryl sutures, 4-0 vicryl sutures, and 5-0 nylon. The 5-0 and 4-0 vicryl sutures are ripping in the middle of the suture and the needles are falling off. The 5-0 nylon needles are coming in irregular sizes. There was no patient consequences were reported. Additional information was requested.